Event description:
The patient reported that they experienced shocking whenever they were laying down; they felt the shocking in their lower back near the leads. The first time the experienced it was a couple months after implant and the second time they experienced it was in (B)(6) 2016. After the first shocking experience the patient met with a manufacturer representative and was reprogrammed to the point where they were comfortable and no longer felt the shocking. Regarding the second shocking sensation, the patient received assistance adjusting their stimulation over the phone; the patient laid down and stated that stimulation didn't feel comfortable. They decreased stimulation from 2.0v to 1.40v and confirmed that they were no longer feeling the shocking and felt comfortable. The patient added that they would not be able to see their physician until (B)(6) 2016. The indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.